Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and a reduced range of motion. During surgery, the surgeon noticed corrosion inside the femoral head.